Manufacturer narrative:
Correction to the aware date.

Event description:
It was reported that this pacemaker system exhibited an increase of the right ventricular (rv) lead pacing impedance in two instances with values of 678 and 657 ohms. Technical services (ts) was consulted and advised on in clinic review of the lead measurements. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that this lead exhibited out of range measurements above 3000 ohms and a lead safety switch occurred. The physician opted to surgically abandon and replace this lead.

Event description:
It was reported that this pacemaker system exhibited an increase of the right ventricular (rv) lead pacing impedance in two instances with values of 678 and 657 ohms. Technical services (ts) was consulted and advised on in clinic review of the lead measurements. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that this lead exhibited out of range measurements above 3000 ohms and a lead safety switch occurred. The physician opted to surgically abandon and replace this lead.